Manufacturer narrative:
The reported event of a header anomaly could not be confirmed. As received, the device was at eri. Longevity analysis found the battery depletion to be normal. Due to the condition of the device upon receipt, conclusive analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a scheduled generator change. During the procedure, the physician was unable to remove the right ventricular (rv) lead pin for the rv port after successfully engaging and loosening the set screw. The physician proceeded to remove the silicone septum and set screw from the device header using mosquito forceps but remained unable to remove the rv lead pin from the rv port. The physician attempted to apply leverage to the lead pin through the set screw channel using various instruments (tip scalpel, tip mosquito forceps, long end of an "l" shaped wrench), without success. Orthpedic bone nippers were subsequently used to cut through the header to free the lead, with success. The rv lead was tested following it's removal, with pacing system analyzer measurements stable when compared to testing performed in holding prior to case start. The case proceeded and concluded without further complication.